Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over to the server. The technical support specialist dialed into the station and noticed that the devices were not on critical override. The tse checked the patient example provided and noticed that one of the administration personnel had canceled the patient admission, which was why the user not able to pull medication. The technical support specialist confirmed the situation with the customer, and the customer acknowledged and agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that orders were not crossing over to the bd pyxis¿ es server. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.